Event description:
It was reported that an alert had been generated for this system due to cardiac resynchronization therapy (crt) pacing less than 90%. Review of the stored data identified farfield r wave oversensing (ffrwos) which resulted in false atrial tachycardia response (atr) detection and caused possible intermittent loss of crt pacing. The device remains in service and the information was communicated to the physician. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.